Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented in clinic for a follow-up and high hv lead impedance and decreased pacing lead impedance were observed. The lead will be replaced.